Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a search for similar complaints, a review of the service history of the ai01289, a review of assay performance, and a review of product labeling. The field service engineer (fse) replaced tubing fittings on the analyzer. The issue was considered to be resolved after a degasser (non-abbott component) was installed on (B)(6) 2019. The alinity I analyzer ai01289 (list number 03r65-01) was considered the likely cause for this issue. No similar issues as described in this complaint were identified. A review of the ai01289 service history was performed and found no contributing factors on or around the date of the complaint. No systemic issue was identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Event description:
The customer reported a false elevated high sensitive troponin result when processing on the alinity I. The following data was provided: sid (B)(6): 384.8 ng/l and 450.7 ng/l. Sid (B)(6): 12.8 ng/l and 15.2 ng/l. Sid (B)(6): 59.8 ng/l and 68.0 ng/l. Sid (B)(6): 26.4 ng/l and 23.9 ng/l. Sid (B)(6): 87.6 ng/l and 98.0 ng/l. Sid (B)(6): 105.0 ng/l and 121.6 ng/l (female, (B)(6) year). Sid (B)(6): 35.3 ng/l, 15.5 ng/l, and <10 ng/l. Sid (B)(6): 18.8, 85.6, 18.2 ng/l, and 19.7 ng/l (female, (B)(6) year). Sid (B)(6): 39.7 ng/l and 45.7 ng/l (male, (B)(6) year). Sid (B)(6): 65.1 ng/l and 79.8 ngl (male, (B)(6) year). Sid (B)(6): 689.6 ng/l, 802.1 ng/l, 822.6 ng/l and 894.6 ng/l. Sid (B)(6): 201.1, 272.4, 268, and 266 ng/l (male, (B)(6) year). The customer uses a cutoff of 15.6 pg/ml for females and 34.2 pg/ml for males. No impact to patient management was reported.